Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of hip component(s). Doi: 2015, dor: 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : bfarm DHR review. Product code: 9111132. Lot: 8050959. Product description: hip ball biolox 32 +5 12/14. 1) quantity manufactured: (B)(4). 2) date of manufacture: 14-january-2015. 3) any anomalies or deviations identified in DHR: there were no non-conformances associated with this lot. 4) expiry date: 31 december 2019. 5) IFU reference: 090200701 corrected: g1.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, on (B)(6) 2015, the patient underwent a primary left hip arthroplasty with implantation of depuy femoral stem and femoral head along with competitor acetabular cup and acetabular liner. Endoplant gmbh insert was revised together with depuy products on (B)(6) 2015, the patient underwent a first left hip revision to address infection, redness, and necrosis. The depuy femoral head and competitor liner were revised. The depuy femoral stem and competitor acetabular liner were retained. There were no indicated intra-operative complications.